Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection. The entire system was successfully extracted without any adverse complications. No other patient symptoms were reported.